Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Right ventricular defibrillation impedance steady at approximately 48 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Superior vena cava (svc) defibrillation impedance steady at approximately 54 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance. Lead therapy was programmed off and was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.